Event description:
This event was reported, as the pt expired due to cardiac arrest, atrioventricular (av) block complete and septicemia. The pt was re-admitted in mid year 2000 in renal failure, pneumonia, wound infection, 3rd degree av block, hypotension, hyponatremia, hyperkalemia, hycalcemia, leukocytosis, hyperglycemia & multiple other medical problems. No further info was provided.